Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. Sbc (service business center) site confirmed that maj-2110 connectors was broken while being used with the subject equipment. Pin broken was not confirmed. The same event has not occurred with the subject model device within the past 2 years. Root cause cannot be specified. Our consideration is as below. Consideration: based on investigation result , it is presume that the suggested event was due to breakage of lock lever of maj-2110. We presume external stress as a cause of the breakage. The user may have applied external force toward incorrect direction to the lever. User can detect the event by inspecting the equipment as stated below: the instructions for use (IFU) states: labeling review (IFU ) instruction for use )review: removing the endoscopes and accessories if there is an irregularity of the connecting tube on either endoscope, it must be corrected and both endoscopes must be reprocessed again. Otherwise, the reprocessing of endoscopes may be insufficient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Tac ( technical assistance center) support engineer ordered the connector replacement. In a follow up with the customer, it was conveyed that the device connector was replaced. Customer stated that the device is now working and currently in use. It is unknown at this time what cause the reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device maj-2110 connectors have broken and need to be replaced. There was no patient involvement associated on this reported event. No user injury was reported. This complaint is related to a report with patient identifier (B)(6).